Manufacturer narrative:
Lot 17j030 was manufactured september 20, 2017 to september 21, 2017. The actual device was not available; however, photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The photographs show evidence of liquid inside the bag that contains the device which suggests leakage has occurred. The exact location of the leak could not be determined via the photos. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location of the device. The leakage was identified within the delivery packaging and before patient use. The folfusor was filled with an unspecified volume of piperacillin/tazobactam. There was no patient involvement. No additional information is available.